Manufacturer narrative:
Evaluation results: deformation problem (stent).

Event description:
Evaluation summary: the distal tip was damaged. The stent had raised and deformed struts on the 8th distal segment.

Event description:
An attempt was made to use an endeavor resolute drug eluting stent to treat lesion in rca that exhibited 90% stenosis. The lesion was non tortuous and without calcification. The device was removed from packaging per IFU, inspected and prepped before use without any issues noted. It was reported that during attempted positioning resistance was noted, excessive force was not used but the stent could not pass through the lesion. After removal from the patient it was noted that the stent was deformed. The physician believes that the event was procedural related; not device related. No reported patient complications or clinical sequelae. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: patient¿s condition affected effectiveness of device (lesion morphology - 90% stenosis); inherent risk of procedure (stent deformation); no results available since no evaluation performed (device or procedural images not provided for review).conclusion: device failure related to patient condition (lesion morphology - 90% stenosis); known inherent risk of a procedure (stent deformation); unable to confirm complaint (device or procedural images not returned for evaluation). (B)(4).